Event description:
During coil delivery, it was reported the coil unravelled and lodged in an internal carotid artery. The coil was removed through intracranial approach and reconstruct and clip the aneurysm.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation.